Manufacturer narrative:
H6; the reported event, for bur breakage, was not confirmed as the bur was not returned for evaluation. Without the bur, the root cause cannot be determined. H3 other text : device not available for return.

Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported that a delay of 2 minutes was caused by the event. It was further reported there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported that a delay of 2 minutes was caused by the event. It was further reported there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.